Event description:
It was reported the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. An appointment date of (B)(6) 2014 was noted.

Event description:
It was reported that the patient was in bed and started ¿coughing real bad¿ and now the programmer would not connect to the implant. It was noted that the patient was unable to adjust stimulation. The patient stated that she did see a screen with a question mark. The patient was recharging when she called. Patient services suggested that the patient spend time recharging and once the implantable neurostimulator (ins) was at least ¼ charged the patient could attempt to communicate and if the patient still had communication issues to call back. The patient¿s husband stated that he had a pacemaker and was glad that he did not have to recharge the pacemaker as the recharging system was ¿cumbersome.¿ additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).